Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
E-mail received from the sales rep. Informed: "the leur connection began to leak after being implanted for 7 days. I was notified and came to observe the leak. Csf was notably bubbling out of the white leur connection upon visible inspection. Pa opened a second bevd and replaced the white leur connection. At this point, no leakage/bubbles were visible. We believe there is a defect with the connector and the customer would like a replacement bevd sent to them. Note: csf leakage most notable when patient coughed or was suctioned".

Manufacturer narrative:
Upon completion of the investigation, the connector was visually inspected and a crack in the plastic was noted. This could be due to over tightening when connecting, but this could not be confirmed. As noted in the IFU, connectors should be finger tightened only. Review of the history device records was not possible as the lot number was unknown. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.